Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported that she experienced elevated blood glucose as high as 200 mg/dl due to bent infusion cannulas. Pt has used this type of infusion set since (B)(6) 2011. Nothing abnormal was noticed during the insertion process. The headset was inserted using the insertion device, and the infusion sites were located on the buttocks, abdomen, or thighs. There was no insulin leakage. Target blood glucose is 100 mg/dl, and pt bolused to decrease blood glucose. The bends were located at the top of the cannula near the adhesive, and this occurred a total of 3 times. Alleged infusion set was discarded and will not be returned for eval. The pt did not require treatment from a health care professional or second party to address the issue.